Event description:
It was reported that the device stopped working during a procedure. As a result there was a delay of 30 minutes in the procedure. The procedure was completed using a sample unit. There was no adverse consequences or medical intervention alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed that the chassis main board assembly was damaged.